Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4) the customer stated that there was no patient involvement.

Event description:
(B)(4). Npi customer had an error on the 8015 the error code was 800.8000 explained to the customer that the unit need to be flashed to the current version of software that you have. The customer said he will re-flash the unit and if he has any more problem he will call back.